Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a clog in vent b. The cse took apart the integrated multisensor technology (imt) rotary valve and cleaned vent b and rubber gasket. The cse re-assembled the imt and aligned it. The cause of the discordant, falsely elevated na result is due to a clot in vent b. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.